Manufacturer narrative:
Received one (1) used b3300 clave neutral connector for inspection. Blood residuals were observed inside of the housing of the clave. No mating devices were returned. The b3300 clave was leak tested per product specifications. There was no leakage. The b3300 clave was disassembled. No defects or anomalies that would lead to an internal leakage were found. The reported complaint can be confirmed based on the blood residuals observed. The probable cause is unknown. Without the return of the used mating device a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
During drawing labs and giving back the waste to PICC (peripherally inserted central catheter) via the red lumen, a clave¿ neutral connector reportedly leaked out the patient's blood between the 'cap' and the lumen. The cap was not loose, and blood pooled inside the cap. There was no patient harm.